Manufacturer narrative:
No button error alarm noted. However act and esc buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Pump had minor scratched display window, cracked battery tube threads and broken off reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer stated that the device had been exposed to sweat. Blood glucose level at the time of the incident was 50 to 52 mg/dl, which was treated with juice. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.